Manufacturer narrative:
An error 17 occurred when the pedal was stepped on, and the pedal value of the test fixture was standard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device malfunction occurred in the initial case after completion of the repair. The motor rotates on its own even though it is not stepped on. There was no patient impact.